Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving heparin (2500 ml/ml at 1 ml/ml) , unknown drug (20 mg/ml at 20 mg/ml), and another unknown drug (43.5 at 43.5) via an implanted infusion pump. It was reported the patient was admitted on (B)(6) 2020 to the hospital and on (B)(6) 2020 they diagnoses the patient with a fluid in "gda" and they did a CT scan and discovered a hematoma in the pump pocket. It was noted they planned to replace the pump. Tech services provided pump shut down code (B)(4).